Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.